Event description:
Customer reported four discrepant triage tni results 0.11,<0.05, 0.13, 0.06 on a 19 year old male patient with chest and epigastric pain. EKG and chest angiogram were performed due to the triage results and patient symptoms and results came back normal. Patient sample was ran three timeson triage with discrepant results and on the 3rd test a sample was sent to the hospital. A 4th triage test was performed later. Hospital lab tni result was <0.02, method type and cutoffs not provided. Patient was discharged and sent home to follow up with primary care physician. Customer is concerned with the high triage tni results. The final diagnosis of the patient is chest pain unspecified.

Manufacturer narrative:
Investigation conclusion: the customer's complaint was not replicated during in-house testing of retained devices of lot number t12879n. Retains of the complaint lot performed properly when tested with "normal" (apparently healthy) donors; all tni results <0.05 ng/ml. Manufacturing batch records for lot t12879n were reviewed and found that the lot met final release specifications. Based on the information available, there is no indication of a product deficiency and no correction action is required.